Manufacturer narrative:
Section d4, d6a. Device information: not available despite multiple good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient required defibrillation for an unknown reason resulting in admission to the intensive care unit (ICU). A magnetic resonance image (MRI) was needed and several attempts to place the implantable pulse generator (ipg) in MRI mode were made however were unsuccessful. The physician assessed that the ipg was defective however information on how it was defective was not provided. Additional information has not been provided despite good faith efforts.